Event description:
The event is reported as: the tip snapped on the catheter while in situ. Pt needed to be re-catheterized. Add'l info rec'd on 12/02/2010, stated that the tip of the catheter refers to the funnel end of the catheter, which is the exterior portion not in the body cavity. There were no issues when removing the catheter. No injuries reported.

Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.